Event description:
A physician reported a pt who was originally skin tested on 8 dec 1997 and retested on 13 jan 98 with negative results. On 3 aug 99, the pt was treated in the vertical lip lines and chin. On 31 aug 99, the pt presented with swelling at all the treatment sites. There was no redness or itching noted. The pt stated the symptoms began on 13 aug 1999 had been intermittent. The physician believed the symptoms were hypersensitivity. The physician prescribed zyrtec 10mg qd and kenalog injection im. The pt phoned the physician on 1 sep 1999 stating the swelling was worse.